Manufacturer narrative:
A ge service rep performed an onsite investigation. The p4 connector was reseated and the power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the generator displayed a communication failure error message that required the system to be rebooted in order to restore system operation. The system had locked up. There is no report of pt injury associated with this event.